Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed hardware error hwbat on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.